Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify and duplicate the customer's reported issue. The exhalation differential pressure transducer failed calibration. The odv was outside of specifications.

Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). Customer replaced the main board of the reported ventilator. A return materials authorizations has been provided to the customer but the suspect mainboard hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that their vela ventilator displayed a transducer fault alarm. There was no patient involvement associated with the reported event.